Manufacturer narrative:
A visual inspection of the returned device revealed that calcification was found along the stent, specifically in the bladder coil. Encrustation is an adverse event associated with retrograde and antegrade positioned indwelling ureteral stents; therefore, based on all gathered information the most probable cause for this complaint is considering ¿anticipated procedural complication¿ since the complaint is due to a known physiological effects of the procedure noted within the directions for use. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent had been implanted in the ureter on (B)(6) 2017 and was removed on (B)(6) 2017 as a planned ureteroscopy procedure. According to the complainant, during stent withdrawal, it was noted that the stent was calcified and was unable to drain. A clamp with the aid of cystoscopy was used to remove the entire stent. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent had been implanted in the ureter on (B)(6) 2017 and was removed on (B)(6) 2017 as a planned ureteroscopy procedure. According to the complainant, during stent withdrawal, it was noted that the stent was calcified and was unable to drain. A clamp with the aid of cystoscopy was used to remove the entire stent. The procedure was completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿